Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not take a nbp reading as the #1 softkey would not respond. There was no patient impact.